Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that they heard what appeared to be a driveline disconnect alarm. The patient felt their body go numb and then a head rush like the pump restarted. The patient reports no active alarms on the monitor screen. Log file review showed a critical battery alarm with a charge greater than 25%. The battery was replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Failure analysis of the returned device revealed that the returned battery passed visual examination and functional testing. The log files of the controller in use during the reported event revealed that the controller contained a feature that records whether a power source experienced a communication error or a disconnection within each 15-minute interval. Analysis of alarm log files revealed one (1) critical battery alarm due to a communication error involving bat554668 on (B)(6) 2018. As a result, the reported critical battery alarm event was confirmed. The most likely root cause of reported critical battery alarm can be attributed to a communication error between the controller and battery. If information is provided in the future, a supplemental report will be issued.